Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.